Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2019 due to heart failure. The customer did not specify if the outcome was device or therapy related. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. If (B)(6) is received in the future, the investigation file will be reopened to include the evaluation of the returned device. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to heart failure. No further information was provided.